Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The popoff was replaced.

Event description:
The hospital reported the unit failed the preoperative test, with a cannot empty bellows alarm. There was no reported patient involvement.